Manufacturer narrative:
Rmas issued for: axiem emitter: no issues with the communication at power up. Computer: computer was found to be fully functional during all stages of testing. No problem found. Fusion system: returning system for repair. After correcting the video cables and connecting key board and mouse, turned on system and it displayed boot text then stated it was loading, exited and restarted the boot sequence. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported that the axiem emitter on the fusion navigation system is intermittently showing connection with the system. The surgeon discontinued use of the navigation system to complete the surgery. No impact on the pt outcome was reported.